Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 99% stenotic proximal left anterior descending artery. The physician advanced the 3.0x30mm maverick2 balloon to the lesion and inflated it to 12 atms for about fifteen seconds on the first inflation and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with this balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this manufacturing batch number. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.